Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that upon impella insertion, patient had no pulsatility noted on placement signal, and flows were significantly decreased. Cardiopulmonary resuscitation (CPR) initiated by team, advanced cardiovascular life support per protocol. Patient did not recover from this event and expired. Medical safety review of the event note that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-16860. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-16860.